Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after changing an infusion set, with a fingerstick reading of 389 mg/dl and a reported peak of 400 mg/dl, associated with an infusion set that was deployed incorrectly as the blue needle guard was still covering the cannula; the user was new to the system and required multiple infusion sets to achieve correct connection. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included product troubleshooting and user education, including inspection of tubing and cartridge, removal of the site, and application of a new infusion set. Investigation of this case revealed an infusion set deployment/connection error with no equipment malfunction detected during troubleshooting. It was concluded that the event was attributable to user technique related to infusion set deployment and connection, and replacement infusion sets were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.